Event description:
It was reported that the patient¿s catheter was partially explanted after the patient¿s healthcare provider found the sutureless connector (sc) leaking at the connection site of the pump. It was noted that fluid was collecting in the pocket and leaking out of recent incision site. It was reported that the hub of sc was connected but leaking when on the pump. It was noted that the location of the catheter issue was the pump connector. It was reported that the action as a result of the event were a revision, hospitalization and surgical intervention. It was noted that the patient was admitted after wound was foundto be leaking fluid on (B)(6) 2014. It was reported that the patient was admitted for surgery and after surgery was monitored. It was noted that the product issue was resolved. It was reported that the healthcare provider (hcp) felt that the product was leaking at the connector site. It was noted that the connection seemed to be faulty, because when sc was on pump and secured properly there was drug coming out around the connection site. It was noted that the pump was used to infuse baclofen. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was later reported that same day that the patient had fluid build-up and swelling in the pocket since a pump placement the prior week. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the patient had stiffness, itching, and irritability. The patient was indicated as doing well now after replacement but had pus coming from pump pocket.

Manufacturer narrative:
Analysis of the catheter (B)(4) showed there was a possible poor connection to the pump which caused a leak or detachment. There was slight damage seen on the lower portion of one of the retaining ring fingers, and an indent was seen higher up on the retaining ring. An indent off to one side was seen in the seal material down in the cup of the connector which showed the outlet port of the pump was not centered in the cup of the connector.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was an infection. The pump and catheter were explanted.

Manufacturer narrative:
Concomitant medical products: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.